Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the hospital due to a non-diabetic related reason. They had been using the insulin pump. Their blood glucose was over 600 mg/dl because of an infection. Their current blood glucose was 278 mg/dl. They were assisted with connecting the meter to the insulin pump. The device will not be returned for analysis.